Manufacturer narrative:
Concomitant medical products: dtba1d1 ICD, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent an ablation attempt and the right ventricular (rv) lead picked up several oversensing sensing integrity counter (sic) episodes. The lead remains in use. No patient complications have been reported as a result of this event.